Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2018 to solve the non-sustained oversensing episodes due to noise. Patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed on merlin.net transmission. The patient was called in clinic for further evaluation and high amplitude rv lead noise was noted. Programming changes were recommended. Patient will be monitored. Patient was asymptomatic.

Manufacturer narrative:
Follow-up number 1 of manufacturer report number 2938836-2018-08752 - on 10/17/2018 device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of noise was confirmed by tech services. Tech services confirmed the stored nsrvo episodes were due to associated rv lead high amplitude noise. Bench testing found the device to be normal.